Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested from consumer: 06/06/2007, 06/21/2007 (2), and 06/26/2007. Limited additional information was provided by consumer 06/08/2007.

Event description:
Consumer reports experiencing ocular burning and blurry vision with use of this product. She states she purchased product in 05/2007, symptoms began two days later in the first eye, and three days later, in the second eye. She visited an eye doctor the same day, who diagnosed a "mild chemical burn" to her eyes and treated her with eye drops (not specified). Eight days later, consumer stated her eyes were better but vision was still a little blurry. She wears soft lenses (not specified). She stated she was uncertain what products she had used previously. Additional information including physician contact information has been requested.